Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that main drawer had multiple pockets that were off the bus. A field service engineer (fse) powered the station down and removed the rear panel from the drawer. The fse disconnected the row board cable from the drawer controller board, cleaned the connector, and reconnected the cable. The rear panel was then returned to the drawer, and the station was powered back on. The fse launched the hardware testing application, removed all pockets from the a spot, and checked all connections. A final test was performed and posted, followed by a station reboot. The user verified that drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failure occurred and the cubies were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.